Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue.the complaint confirmation of the frozen display was undetermined. The probable cause could not be determined.

Manufacturer narrative:
Com(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test with the nordic bluetooth device was performed and passed. A test with the global transmitter functional test was performed and passed. The share log was reviewed and the alleged complaint was not found. Confirmation of the complaint was not confirmed. The probable cause could not be determined.